Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was reported as unknown in the initial report and has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the device is evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device trigger did not work properly. It was reported that the user had to hit it/push it hard. It was reported if there were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the impactor was working intermittently. It was observed that the device was received with no visual damage and wear to the unit. It was further determined that the device failed the function test and when the trigger was pressed so that its magnet was moved away from hall sensor, the impactor did not operate. During evaluation, it was observed that after the removal of the rear housing it was noted that the magnet cup was touching the ¿pcba¿ and was unable to reach the hall sensor. The trigger body screw was removed, and the trigger body arm was reseated and then re-torqued. It was determined that the screw and impactor operated without any inconsistencies. It was determined that the probable cause was that the trigger body was not completely flushed inside the mid-plate, causing the magnet to be unable to reach the hall sensor ¿ manufacturing issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a device manufacturing issue. If additional information should become available, a supplemental medwatch will be submitted accordingly.